Event description:
It was reported that the patient with this right atrial (ra) had infection with sepsis. No additional adverse patient effects were reported. The ra was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).